Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported trouble with her infusion set. She stated that there was blood inside the cannula. The customer's blood glucose was 405 mg/dl. The customer did not treat for her high blood glucose. Troubleshooting did not find any malfunction with her insulin pump. Insulin was able to exit the tubing of her insulin pump and her settings are correct. The customer also reported that her cannula was bent but not occluded. No additional information provided.